Event description:
A center director reported a pt who presented with irritated eyes and headaches four days post lasik. The pt was noted to have dry eyes. The pt does not have a history of dry eyes prior to the treatment and was told to use artificial tear drops as needed. Additional info provided states that the pt is now clear of symptoms but will continue the artificial tear drops as needed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).